Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found fluid contamination on the light cover glass, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the outlet pipe was leaking, and the distal end adhesive was lifting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was having trouble with angulation movements. The issue was found during regular maintenance. The device was returned for evaluation. During the device evaluation, foreign material was found in the jet auxiliary tube which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.